Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy gi aspiration needle. The needle was extended into the cyst and aspiration was attempted. The physician elected to reposition the needle and therefore, attempted to withdraw the needle from the cyst. At this time, the needle detached from the catheter. (The needle is 18 gauge and is approximately 26mm long.) The catheter was withdrawn and rat tooth forceps were used to retrieve the needle. The procedure was completed successfully with another needle. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed that the needle has broken near the area of connection to the inner catheter. The broken portion of the needle was included in the return. The broken portion of the needle measures 20mm. The portion of the needle remaining inside the distal end of the catheter measures 6mm for a total needle length of 26mm, which is within the appropriate specifications. No portion of the needle is missing. A kink was noted in the catheter 5mm from the distal end of the catheter. No other kinks were noted in the catheter. No other observations were noted. A product discrepancy or anomaly that could have contributed to this event was not observed during our evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusion: information provided indicated the aspiration needle was used with a side-viewing endoscope. This is the cause for the needle breakage/detachment. The instructions for use for the gi aspiration needle contain the following warning: "a forward viewing endoscope is required for use with this device. Use of a side-viewing endoscope may adversely affect the performance characteristics of the device and/or cause damage to the device." Kinks in the catheter as well as needle breakage can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all gi aspiration needles are subjected to a functional test to ensure needle security. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.